Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that noise image occurred due to damage on the charge-coupled unit. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. Lastly, it was observed that the bending angle in the right direction exceeded the standard value due to damage on the bending tube. This report is also being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of no image due to an error could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope image could not be displayed due to an error. The reported issue occurred during preparation of use for an unknown therapeutic procedure. The procedure was subsequently completed with a similar device with no delay. There was no patient/user harm or injury reported due to the event.